Event description:
The customer reported that the system displayed several error messages during use. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The usb to the sata adapter was replace. The system was tested and found to be working as intended and put back into service.